Event description:
A report was received that the patient had an infection. Symptoms include redness, drainage and soreness at the ipg site. The patient underwent an explant procedure wherein only the paddle lead was removed and the physician cleaned the wound during the procedure. The patient was given oral antibiotics. The physician believed that the infection was not device or procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted device was not returned to bsn as it was discarded by the medical facility.